Event description:
It was reported the patient had a loss of efficacy. The outcome was reported as ongoing; intervention reported as reprogramming, increased amps; etiology reported as undesirable change in stimulation; symptoms reported as patient reports lack of efficacy, reports she was ¿wet¿ all the time. It was further reported the patient resolved without sequelae on (B)(6) 2013. Additional information received reported that the patient¿s amplitude was increased from 1.8 volts to 2.5 volts on (B)(6) 2013. Additional information received reported the patient had both the lead and the neurostimulator explanted in the middle of (B)(6) 2014. They resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4).